Event description:
User reports three events of the hub of the catheter falling off when advancing the catheter. Hospital stated that the needle was left exposed as it would not engage into the safety.

Manufacturer narrative:
Results evaluation: investigation: the one opened returned event unit was functionally tested. Smiths medical asd, inc. Was able to confirm that the event samples as distorted (pinched) at the luer end. As part of the investigation, the sample was reviewed by subject matter experts from engineering and business unit manager. Further investigation included a review of manufacturing log book for the specific production date involved with no confirmed related issues noted. Visual and functional testing was performed on twenty-one retain samples and no nonconformances were found. A review of the manufacturing records was conducted and no nonconformances were found in process. (B) (4). We have not received any other reports on this device lot number. Root cause: it is highly probable that this nonconformance is related to manual product handling and not due to equipment failure. This issue was brought to the attention of the appropriate personnel. In-house awareness training was conducted to heighten the awareness of damaged guards. This report has been logged for trending.